Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures came out with the device¿ could not be replicated in a testing environment as it was based on operational circumstances and the suture was not returned. However, factors that may contribute to the reported difficulty include, but not limited to, friable artery, knot tensioning angle not coaxial or knot jams in subcutaneous tissue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a delay was reported due to the need for the surgical procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 8fr sheath using the preclose technique prior to a thoracic aortic stent procedure. Reportedly, two proglide devices were successfully placed using the preclose technique. Following completion of the stent procedure, the knot of the first proglide device was successfully advanced. When pulling the second suture to fully close the large hole, the suture with the knot comes out completely, producing copious bleeding, due to failure to achieve hemostasis. An urgent surgical dissection (cut down) manifesting the failure of the second proglide device was performed. The dissection (cut down) of the skin was performed on the left femoral artery, closing the access surgical by arterial raffia without complication. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.